Event description:
Caller reported that a malfunction occurred on their pump, displaying a malf 0 code. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed that the blood glucose level did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, which resolved the issue. The same malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared.